Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient in his 70's, the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that the device inadvertently shock a patient during monitoring. Log review showed that the shock button was pressed when shocks were delivered. Therefore, our investigation concluded the report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.